Manufacturer narrative:
The customer declined to have the service evaluate the system and cancelled the service call. No conclusion can be drawn as conclusive repair info is unavailable tt this time and no add'l service info was provided.

Event description:
The customer reported that the system failed ot allow fluoroscopic exposures and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.